Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co., however, the manufacturing site could not be determined because the product lot number was not provided. (B)(4) distributes the device and is responsible for MDR reporting. The device was returned to asahi intecc. Co. Ltd for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) lesion on a 90 degree bend in the non-calcified proximal right coronary artery (rca). The asahi gaia guide wire was placed retrograde through the occlusion, distal to proximal, and into the antegrade guide catheter in the rca. An attempt was made to advance a microcatheter retrograde, into the antegrade guide catheter to do a wire exchange, but the microcatheter was unable to cross the lesion. Since the guide wire could not be exchanged, it was elected to snare the wire in the aorta to aid in removal from the occlusion. As it was drawn into the antegrade sheath, the snare was rotated several times to ensure the wire would not slip off. At this point, the guide wire fractured and unraveled. Much of the guide wire was removed, but it was unclear whether all of the wire was removed. A cat scan the next day revealed a large amount of wire was still retained. The patient returned to the cath lab several days later and approximately 75-80% of the wire was removed with snare techniques at that time. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. The detachment and stretched coils were able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. Investigation of production records could not be performed because lot information was unavailable. The warnings section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Additionally, the IFU lists: damage such as separation. Based on the provided information and investigation outcome, it was presumed that torsion exceeding the product design limit might be continuously applied to the guide wire while its tip was being trapped possibly by the lesion. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.